Event description:
The customer observed falsely elevated potassium results generated on the architect c4000 processing module for multiple samples. The following data was provided: sample 1: initial result = 3.9 mmol/l, repeat = 6.8 mmol/l, repeat on another instrument = 3.9 mmol/l. Sample 2: sid (B)(6), initial result = 6.8 mmol/l, repeat = 3.8 mmol/l, repeat on another instrument = 3.9 mmol/l. Sample 3: initial result = 6.5 mmol/l, repeat = 5.2 mmol/l, repeat on another instrument = 5.2 mmol/l. Additional data was provided by the customer: sid (B)(6), initial result = 8.4 mmol/l, repeat = 8.5 mmol/l, repeat on another architect = 3.8 mmol/l. Sid (B)(6), initial result = 7.7 mmol/l, repeat = 7.7 mmol/l, repeat on another architect = 3.3 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Section b5 describe event or problem was updated to include additional data provided by the customer on 14may2023. The field service representative (fsr) inspected the instrument and found the tbg, ict mod to ict asp pump 11 nc (rohs) and the bd, cnn, c4 (rohs) were both worn out from normal use. The parts were replaced which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no subsequent issues have been reported that are related to falsely elevated potassium results. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the tbg, ict mod to ict asp pump 11 nc (rohs) and the bd, cnn, c4 (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6), or the tbg, ict mod to ict asp pump 11 nc (rohs), or the bd, cnn, c4 (rohs) was identified.

Event description:
The customer observed falsely elevated potassium results generated on the architect c4000 processing module for multiple samples. The following data was provided: sample 1: initial result = 3.9 mmol/l, repeat = 6.8 mmol/l, repeat on another instrument = 3.9 mmol/l. Sample 2: sid (B)(6) initial result = 6.8 mmol/l, repeat = 3.8 mmol/l, repeat on another instrument = 3.9 mmol/l. Sample 3: initial result = 6.5 mmol/l, repeat = 5.2 mmol/l, repeat on another instrument = 5.2 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.